Event description:
This device is unable to be interrogated. Patient received external shocks and several minutes of CPR prior to the device being non-responsive. Device is currently implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.